Event description:
Tri-lock bps stem starter broach perforated the femur, causing a hole in the femur. Subsequent broaches followed the path of the starter broach, causing a surgical delay of 25 mins. Case was an anterior approach, and the perforation appeared to be posterior-medial. No bone grafting or other repair was required, and the stem was implanted with no complications.

Manufacturer narrative:
Examination was not possible, as the instrument was not returned. The investigation could not verify or identify any evidence of prod error/contribution to the reported event with the info available. A two-yr database search finds no other reports against this prod code in any mfg lot. Based on the investigation, the need for corrective action is not indicated.